Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 893880-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, weakness, weight loss, arthritis, headache, migraine, diarrhea, nausea, vomiting and perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psychological trauma"). The patient was treated with surgery (tubal ligation). At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: as per summons essure insertion date is (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:abdominal pain, pelvic pain". Most recent follow-up information incorporated above includes: on 24-sep-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 893880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, weakness, weight loss, arthritis, headache, migraine, diarrhea, nausea, vomiting and perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psychological trauma"). The patient was treated with surgery (tubal ligation). At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: as per summons essure insertion date is (B)(6) 2011(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Imaging procedure - on, (B)(6) 2015: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:abdominal pain, pelvic pain". Most recent follow-up information incorporated above includes: on 9-sep-2019: medical record was received. Lot number, reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 893880-not valid ,b93880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, weakness, weight loss, arthritis, headache, migraine, diarrhea, nausea, vomiting and perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), psychological trauma ("psychological trauma"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety and mental anguish") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety and weight decreased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as per summons essure insertion date is (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.11 kgs. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:abdominal pain, pelvic pain". Lot number 893880 is invalid. Batch no : b93880, production date: 2013-11-08. Expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 893880-not valid ,b93880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, weakness, weight loss, arthritis, headache, migraine, diarrhea, nausea, vomiting and perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), psychological trauma ("psychological trauma"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety and mental anguish") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety and weight decreased outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as per summons essure insertion date is (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.11 kgs. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:abdominal pain, pelvic pain". Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Lot no. Added. Event: abnormal bleeding (vaginal), menorrhagia, depression, anxiety andmental anguish, weight loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 893880-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, weakness, weight loss, arthritis, headache, migraine, diarrhea, nausea, vomiting and perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psychological trauma"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: as per summons essure insertion date is (B)(6) 2011(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:abdominal pain, pelvic pain". Most recent follow-up information incorporated above includes: on 23-oct-2019: this report was detected to be a duplicate to record # (B)(4) from which all information was transferred to this record ((B)(4)), then duplicate record # (B)(4) will be deleted. New: another lawyer reporter was added no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psychological trauma"). The patient was treated with surgery (tubal ligation). At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: as per summons essure insertion date is (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: which confirmed that the essure device was successfully occluded. Imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case was upgraded to incident. Event ¿abdominal pain¿, ¿psychological trauma¿, ¿device dislocation¿ were added. Essure removal date added. Outcome of event pelvic pain and abdominal pain added as recovered. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.